Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged and resulted in difficulties charging the pump. In addition, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level ranged from 216-217 mg/dl. The customer reverted to an alternate method of insulin therapy.